Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on 01/02/2013 that a customer had an issue with tumescent infiltration pump. The customer states that pump will not stop pumping fluid and leaks.